Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The unit was returned for the power error alarm. Detailed trace analysis confirmed the that power error alarm was triggered when the back-up battery unloaded voltage was less that 3.7v for 240 consecutive minutes due to a non-sleep anomaly software error. The unit was received with intermittent button response due to flattened down button dome switch. No unlocked keypad connector during visual inspection. Hardware low level failures alarm during self test and confirmed in the pump history due to cold solder joint on the keypad assembly. Insulin pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, scratched keypad overlay, serial number label fading and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed power error. The insulin pump was returned for analysis.